Event description:
Caller reported cgm error and received guidance for resetting the pump. There was no adverse impact to the customer's blood glucose level. After completing pump reset with assistance from cts, the caller successfully started a new sensor session without encountering the error again.